Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no infusion. Drug: 5fu accord.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (filled) easypump ii lt 270-135-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed and the patient end connector was closed with a stopper. The original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Moreover, the sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) the pump did work (solution was running). Leakages were not detected at the sample. The inspected sample is in accordance with our requirements. Hence we assess this complaint to be not justified.